Event description:
It was reported that the patient presented in clinic with sharp left sided pain. Echocardiogram was performed and revealed pericardial effusion. It was found that the right ventricular (rv) lead had caused cardiac perforation. The rv lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
Correction: b1 - "product problem (e.g., defects/malfunctions)" should not have been selected in 2017865-2023-19070 which was submitted on 3 may 2023.